Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving alerts 57 and 90 on the ilet, indicating a software runtime error and algorithm output range error. The user¿s blood glucose was 400 mg/dl and the user switched to multiple daily injections; the ilet was restarted but the alerts persisted. A replacement device was sent.